Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a shorted ceramic capacitor, designator c178.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing.

Event description:
The customer reported that their device had its service indicator illuminated and had logged multiple event codes. Upon evaluation of the device by physio-control, it was observed that the device indicated "connect electrodes" when the charge button was pressed. Without recognition of the therapy cable assembly, the device would not have the ability to deliver defibrillation energy to a patient, if needed. There was no report of any patient use associated.